Manufacturer narrative:
The hill-rom technician found the bed exit strip was the issue, not allowing bed exit to be set. He replaced the bed exit strips to resolve the issue. The nursing staff cited user error when trying to set the bed exit. Patient sustained a post traumatic subarachnoid hemorrhage of the left sylvian fissure. They were transferred to (B)(6) where they received a CT scan that made the diagnosis. The doctor recommended surgery, but the patients family refused and then sent her to (B)(6). Patient outcome is unknown as the account could not provide any other information. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007. It is unknown if the facility performed any other preventative maintenance on this bed.

Event description:
Hill-rom received a report from the account that a patient fell and suffered a head injury. The bed was located in room 2312 at the account. This report was filed in our complaint handling system as (B)(4).